Manufacturer narrative:
Intera oncology communicated with the patient's physician. The patient's physician stated that the cause of the bruise was likely post op from placement. The patient did not seek medical attention. In addition, it was confirmed that the fluid in the patient's pump pocket was related to seroma.

Event description:
Intera oncology received a report that a patient had bruises around the whole perimeter of the pump after refill. The bruising was first noticed after the appointment which took place on (B)(6) 2024. In addition, the patient stated the area was sore. The patient then went on to say that she had fluid in the pump pocket which was first noticed one week after her pump placement surgery which took place on (B)(6) 2024.